Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms, and had risen gradually over the past year. The pacing impedances were stable, and no noise was noted. Technical services (ts) discussed the option of increasing the shock impedance alert and continued monitoring. No adverse patient effects were reported. The lead remains in service.